Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported the nurse noticed the PICC line was broken when she went to administer medication. The patient required an additional procedure and fluoroscopy to place a new line. No additional information was available at the time of this report.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, device history record, quality control, trends, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that the clear tubing was partially severed from the purple hub. The failure appears to be localized to the molded transition between the lumen tubing and the over-molded hard plastic hub additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there was one other reported complaint for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. Measures have been previously conducted to address this failure mode we will continue to monitor for similar complaints. Per the health risk assessment, no further action is required.